Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument inspected prior to use and there was nothing out of the ordinary. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The customer could not remember if the movements of the surgeon scaled appropriately to the instrument. The customer could not provide any further information on the movements of the instruments during the procedure. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips and tips of the instrument opened and closed properly. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors' tip was not moving as expected. When trying to move to a certain direction, it moved to another. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.